Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had "ongoing issues" with the pump that impacted customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide additional information on the reported issue.